Event description:
A customer reported obtaining an unexpected negative reaction on galileo echo instrument m00143.

Manufacturer narrative:
An immucor technical support specialist reviewed the image result files for initial and repeat testing on the echo. All test cells of the antibody screening assay resulted as negative. Visually, cell 1 (k+) appeared weak positive with a well score of 2; cells 2 and 3 visually appeared negative as reported by the instrument. The positive controls reacted as expected (4+). The customer was made aware that negative antibody screening and identification results on the echo are to be visually inspected prior to release of results. This issue was communicated to customers in technical communication (B)(4) on (B)(6) 2009.